Manufacturer narrative:
The implants remain in the patient and could not be evaluated. Patient has fused and is doing well, therefore no revision is expected. X-rays were made available for review. Per the manufacturing and inspection records the screws were manufactured to specification. Follow-up #1/final report issued to include k2m's risk assessment review as indicated below. "Risk: the everest risk analysis, risk-031 rev 1: hazard analysis, lines 5-10: screw breakage, addresses the scenario described in this complaint/MDR. The probability and severity associated with these hazards are found to be accurately assigned. No edits are required. Technique: the surgical technique guide and IFU are accurate and available to the surgeon - no edits required. A review of the manufacturing and inspection records did not reveal any contributing information/trends. (B)(4). K2m inc., does not expect to receive additional information in regards to this case and then, considers this to be a close-out report.

Event description:
A bilateral screw fracture was reported to manufacturer on (B)(6) 2015. Patient was not revised.

Event description:
A bilateral screw fracture was reported to manufacturer on 5/14/2015. Patient was revised (B)(6) 2014.

Manufacturer narrative:
A bilateral screw fracture was reported to manufacturer on (B)(6) 2015. The patient was revised on (B)(6) 2014. Device was disposed of. X-rays were made available to manufacturer. Manufacturer will file a follow-up report when new information is available. Device was not returned to manufacturer.